Event description:
It was reported to boston scientific corp on nov 25, 2009 that a dreamtome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, during the procedure, as the nurse advanced the dreamtome device through the biopsy cap on the scope, the tip of the dreamtome bent. The tome had hit against the biopsy cap and nicked the tip of the dreamtome device. There was no visible damage to the device prior to inserting it down the scope. The procedure was completed with another dreamtome rx sphincterotome device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).